Manufacturer narrative:
The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that the instrument jaw broke inside the pt's abdomen while the consultant surgeon was performing a laparoscopic procedure consultant surgeon is confident that all debris were found and the x-ray result was negative. The pt's condition is reported as unk.